Manufacturer narrative:
An investigation was performed that determined the hole in the lens was likely a result of accidental user damage. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.

Event description:
A customer reported their intracavity c10-3v transducer had lens damage, exposing metal components. The transducer was associated with the epiq 5 ultrasound system at the customer¿s site. The issue was discovered outside of clinical use and no patient or user was harmed as a result of the issue. Philips has started an investigation, and upon completion, a follow up report will be submitted.